Event description:
Reportable based on analysis completed on (B)(6) 2009. It was reported that during a coronary drug eluting stenting treatment procedure, crossing difficulties occurred. Access was obtained via the radial artery. The 95% stenosed lesion being treated was located in the moderately tortuous and severely calcified left circumflex (lcx). The 2.50 x 32 mm taxus liberte stent could not cross the lesion. The procedure was completed with another of the same device. There were no patient complications and the patient condition was listed as "good". However, the returned product analysis revealed stent damage.

Manufacturer narrative:
A visual and microscopic examination identified distal stent damage. The stent struts on rows 1 and 2 were misaligned. This type of damage is consistent with the device encountering some form of resistance during advancement and/or withdrawal. The tip was slightly flared. This type of damage is consistent with guidewire movements during attempts to cross the lesion. No kinks or damage were noticed along the shaft of the device. The balloon section of the device was visually and microscopically examined and no issues were noted with its profile that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to positive pressure. A 0.015 inch product mandrel was inserted through the lumen with no restrictions noted. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).